Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Questions were sent to the author of the article. No response was received. The study concluded that the use of covered chimney stents for pararenal aortic pathologies show safety and feasibility with excellent patency and low incidence of endoleaks. - (B)(4).

Event description:
Received an article titled: use of covered chimney stents for pararenal aortic pathologies is safe and feasible with excellent patency and low incidence of endoleaks published in the journal of vascular surgery. The study aims to report on the clinical experience of consecutive series of two leading european centers with the use of balloon-expandable versus self-expanding chimney endografts vs self-expanding covered stent group in the endovascular treatment of challenging aortic pathologies requiring renal and/or visceral revascularization. January 2009 - may 2011 data collection for 72 patients from two facilities with pararenal aortic pathologies treated by the chimney endovascular technique. 43 renal arteries and three superior mesenteric arteries were revascularized by the advanta v12. Per the article, procedural complications included adverse events associated with the procedure and follow up.